Manufacturer narrative:
Submit date: 15-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no audio/not alarming.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that unit had no audio. The unit was triaged and the customer¿s reported condition was confirmed, and the unit did not produce an audible alarm. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.